Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. Data was received for evaluation, but confirmation of the issue was undetermined. The probable cause could not be determined via data. Reportedly, the patient entered bg values outside the 40-400 range. Labeling indicates: with calibration prompts, your sensor and display device helps you keep your calibration schedule on track. If your bg values are not between 40-400 mg/dl, the system won¿t accept your calibration. Wait until you are within the 40-400 mg/dl range before entering your bg values. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.